Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump touch screen buttons are "worn" and "harder to push" which resulted in more or less insulin being delivered than what was suggested. Customer also reported that the cartridge seal results in "pressure issues" with the cartridge. There was no reported impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.